Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. The infusion site was reported to be warm, red, swollen, painful and oozing pus. The patient went to the doctor's clinic and was diagnosed with skin infection. The patient was treated with a prescription of cephalexin and doxycycline. The patient was discharged on the same day and applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938u1ues8bylx hardware: sm-s938u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.